Event description:
The customer reported testing with the freestyle meter receiving a reading of 180 mg/dl. The customer took insulin based on this reading. The customer reported going into insulin shock approx 3 hours later. Customer ingested food to bring glucose level up. Another freestyle test was performed with a result of 120 mg/dl, but the customer was still feeling low. A test was then taken with another brand meter and a reading of 46 mg/dl was received. The customer felt that this test was more consistent with their feeling. Customer reported that all tests were done on the fingers and that customer washed and dried their hands before testing.